Event description:
Customer reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and unresponsive. Despite using the tandem charging cable and wall adapter, and leaving it connected for at least 30 minutes, the charging was not recognized. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement charging cable and wall adapter via two-day shipping and advised the customer to use manual injections if the pump battery depleted before receiving the new supplies.